Event description:
This MDR is being submitted to capture the following: camera lock is broken and won't release the camera and no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the reported event (camera lock broke and didn¿t release the camera) was caused by breakage of the unlocked lever due to excessive force or repeated use of manipulation. The root cause of this event was unable to be identified. Additionally, it¿s likely the loss of image was due to a secondary printed circuit board (dp substrate/dx board) failure. The root cause of the printed circuit board failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera lock of the video processor was broken and was unable to release the camera after completion of an unknown procedure. The procedure was completed with the same device and there was no delay in the procedure. The customer reported that the concomitant devices, the scope and camera box were sent in along with the subject device. The device was returned and upon evaluation, it was noted the videoprocessor produced no image. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer allegation was confirmed. The scope was stuck in the video connector. The video processor displayed white mass only, there was no serial digital interface (sdi) and separate video (y/c) signals. The loss of image was due to faulty printed circuit board. The video connector and the circuit board had to be replaced. The unit was running in an older software version which was recommended to be updated. The unit also had an outdated narrow band imaging (nbi) functionality which was recommended to be updated. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.